Manufacturer narrative:
Based on all available information, engineers concluded that the inadequate stimulation and high impedance measurements were caused by a lead fracture. The lead became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical, tensile force that caused the lead cables to fracture.

Event description:
It was reported that the patient experienced inadequate stimulation and the lead exhibited high impedances. The patient was reprogrammed to different lead contacts. However, the patient was back to her normal pain score. The patient underwent a revision procedure due to high impedances and the lead was explanted and replaced. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced inadequate stimulation and the lead exhibited high impedances on lead contacts 3-16. The patient was reprogrammed to different lead contacts. However, the patient was still not receiving stimulation in the preferred region. The patient underwent a revision procedure and the lead was explanted and replaced.

Manufacturer narrative:
Correction to the initial MDR in block(s) b5: describe event or problem. The returned infinion cx lead was analyzed and visual, microscope, and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exited the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Additionally, visual inspection revealed that the lead body was cleanly cut. The proximal end portion of the lead was not returned. The cut damage is a result of a typical explant procedure and it is not considered a failure. With all the available information, boston scientific concludes that the reported event of high impedances resulting in a lead revision procedure was confirmed. The cause of the lead fracture was traced to component failure. A product labeling review identified that the device was used per the directions for use, dfu / product label.

Event description:
It was reported that the patient experienced inadequate stimulation and the lead exhibited high impedances. The patient was reprogrammed to different lead contacts. However, the patient was back to her normal pain score. The patient underwent a revision procedure due to high impedances and the lead was explanted and replaced. The patient is doing well postoperatively.